Event description:
A cellex photopheresis pediatric blood prime was being performed on a (B)(6) pt weighing (B)(6) when the event occurred. The photopheresis procedure was initiated using her dual lumen power PICC in her left subclavian. One unit of packed red blood cells that was irradiated and leukoreduced was used for the procedure. Approx. An hour into the procedure ¿air detected¿ in the centrifuge bowl occurred multiple times. Air was purged from the centrifuge successfully, but procedure was prolonged and took 3:03 hrs to complete. The pt was monitored closely and tolerated the procedure well. Fluid balance +40 ml. Date of use: (B)(6) 2012. Reason for use: graft versus host disease of the gut and skin.